Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 92 mg/dl and 205 mg/dl. No actions or inactions taken based on readings. No death or serious injury reported. Customer used last strip in the vial. Replacement was sent; meter requested to be returned, no strips to be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. All strips had been consumed by the customer prior to contacting manufacturer. Suspect device is not available for return. Will not be returned to manufacturer.